Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet device did not charge when placed on the charging pad, and the indicator light was blinking green; after the user changed to a different wall outlet, charging resumed. Symptoms included no adverse health effects. Outcomes included no impact on health status and no hospitalization. Investigation included customer care troubleshooting and user education. Investigation of this case revealed that the issue was consistent with use of a nonfunctional or incompatible power outlet rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user environment and use error related to power source selection.